Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing permanent pacemaker. The patient's annulus was measured with the perimeter as 94mm and the diameter as 29.9mm. The left ventricular outflow tract (lvot) was measured as 30mm. A pre-dilation was performed with a 24mm non-abbott balloon. During the initial valve deployment at 80%, there was sufficient depth but non-uniform expansion (nue) was observed on the non-coronary cusp (ncc) side. The valve continued to expand and the nue was resolved, however the valve moved up on the ncc above the annular plane. An attempt was made to partially re-sheath the valve. It was noted that even after fully turning the deployment/re-sheath wheel the device could not be completely re-sheathed into the valve capsule. The micro-adjustment wheel was fully turned as well and while the valve was able to be retracted more into the valve capsule, it still could not be fully re-sheathed. The delivery system was moved back into the descending aorta. The valve was observed to gradually move back into the valve capsule on its own now that the delivery system was straightened. It was noted that the valve capsule looked compressed longitudinally. There were concerns that should another re-sheath be required, it would not be able to do so. Therefore the decision was made to remove the delivery system while the valve was re-sheathed. The patient remained hemodynamically stable at this point. The valve and delivery system were removed from the patient. A new 25mm navitor vision valve and large flexnav delivery system were selected for the procedure. During device preparation all three retainer tabs were visually confirmed to be seated on the retainer receptacles. During the de-airing process it was noted that there were significant air bubbles to remove from the second valve. Under fluoroscopy, prior to inserting into the patient, the second valve appeared to be mis-loaded on the second delivery system. One retainer tab was unseated and the stent frame appeared asymmetrical. The decision was made to replace both the second valve and delivery system with a new 35mm navitor vision valve and large flexnav delivery system. There was discussion that the initial balloon used for pre-dilation may have been too small and had not prepared the annulus sufficiently. A second pre-dilation was performed with a 26mm balloon. During implant the third valve required two re-sheaths due to upward movement of the valve. The third valve was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc). Post-implant the patient had a mild-moderate perivalvular leak. No intervention was required to treat the leak and the leak was considered acceptable by the physician. The user believed the first valve had nue due to insufficient pre-dilation. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve (serial (B)(6)) was selected for implant on (B)(6) 2024 using a large flexnav delivery system (lot 10321374). The patient had a pre-existing permanent pacemaker. The patient's annulus was measured with the perimeter as 94mm and the diameter as 29.9mm. The left ventricular outflow tract (lvot) was measured as 30mm. A pre-dilation was performed with a 24mm non-abbott balloon. During the initial valve deployment at 80%, there was sufficient depth but non-uniform expansion (nue) was observed on the non-coronary cusp (ncc) side. The valve continued to expand and the nue was resolved, however the valve moved up on the ncc above the annular plane. An attempt was made to partially re-sheath the valve. It was noted that even after fully turning the deployment/re-sheath wheel the device could not be completely re-sheathed into the valve capsule. The micro-adjustment wheel was fully turned as well and while the valve was able to be retracted more into the valve capsule, it still could not be fully re-sheathed. The delivery system was moved back into the descending aorta. The valve was observed to gradually move back into the valve capsule on its own now that the delivery system was straightened. It was noted that the valve capsule looked compressed longitudinally. There were concerns that should another re-sheath be required, it would not be able to do so. Therefore the decision was made to remove the delivery system while the valve was re-sheathed. The patient remained hemodynamically stable at this point. The valve and delivery system were removed from the patient. A new 35mm navitor vision valve (serial (B)(6)) and large flexnav delivery system (lot 10355214) were selected for the procedure. During device preparation all three retainer tabs were visually confirmed to be seated on the retainer receptacles. During the de-airing process it was noted that there were significant air bubbles to remove from the second valve. Under fluoroscopy, prior to inserting into the patient, the second valve appeared to be mis-loaded on the second delivery system. One retainer tab was unseated and the stent frame appeared asymmetrical. The decision was made to replace both the second valve and delivery system with a new 35mm navitor vision valve (serial (B)(6)) and large flexnav delivery system (lot 10371112). There was discussion that the initial balloon used for pre-dilation may have been too small and had not prepared the annulus sufficiently. A second pre-dilation was performed with a 26mm balloon. During implant the third valve required two re-sheaths due to upward movement of the valve. The third valve was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc). Post-implant the patient had a mild-moderate perivalvular leak. No intervention was required to treat the leak and the leak was considered acceptable by the physician. The user believed the first valve had nue due to insufficient pre-dilation. The patient status was stable.

Manufacturer narrative:
An event of retraction problem and material deformation was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The valve capsule was found to have a slight bend and a flare on the valve capsule marker band, which is consistent with damage during use. Due to the condition of the returned device, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.